Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion device has gone into the stop mode during bolus delivery without providing an error message. He also reported the infusion device has shut-off in the run mode without providing an error message. No adverse event was reported. The alleged product was replaced and requested for evaluation.